Event description:
It was reported on (B)(6) 2026 the patient was experiencing a skin irritation with the electrode - patch - universal 2 channel. Flex adapter was ordered. Additional information was requested however 3 attempts were unsuccessful. Additional information was received on 21 february 2026 that the patient is now experiencing hives and blisters while utilizing the flex adapter with electrode - pad - s&w electrode. The patient was educated on skin prep, patch placement and alternative electrodes. Patient was offered cloth electrodes and agreed to try them. Patient was told if the cloth electrodes don't stay on with the flex adapter to try the leadwire. The patient described the irritation as blister that later on turned into a staph infection. Patient consulted with their doctor and advised to use over the counter (otc) medication but does not remember the medication. The patient does have a history of skin sensitives. The patient is sensitive to sunscreen, shower gels and more. The patient did follow proper skin prep. The patient did provide pictures of the irritation with the s&w electrodes. The irritation did improve after removing the device. Additional information was received on 25 february 2026 where the patient was requesting alternative electrodes to wear as the s&w and electrode - pad - cloth - nissha a10042. The patient was suggested to reach out to their physician to see how to proceed. Additional information was received on 01 march 2026 requesting to end service early. Prescription end date was updated, and patient was educated on how to return the device. No additional information provided. Note: the patient initially reported the first skin irritation with the electrode - patch - universal 2 channel on (B)(6) 2026. However, the patient later stated that the irritation was not noted until (B)(6) 2026. The patient's mother reconfirmed, on (B)(6) 2026 that the irritation first occurred on (B)(6). Based off the information that was originally reported on (B)(6) 2026, that cannot be the case. Additional attempts were made to explain to the patient what had been documented in their file however, they have all been unsuccessful.

Manufacturer narrative:
It was reported that the patient experienced a skin irritation that later became a stap infection. The electrode was unable to be inspected because it was not returned. Allegation should be considered confirmed as there are images of the patient's skin irritation and/or evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patient reactions, such as skin irritation, resulting from biocompatibility issues are considered and assessed. Additionally, instructions for use (IFU) and patient education guides (peg) provide patients with guidance should skin irritation develop. The following factors were identified as having contributed to the skin irritation: age extremes - pediatric 1-18 years and known medical/dermatologic conditions.